Event description:
The metal locking ring was missing from the handle and the entire hub holding the locking ring was broken off of the attune spacer block handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device confirms that two of the springs are missing and that two the posts (one at either end) have been damaged. The missing/damaged parts were not returned. There was no information given to how this failure occurred. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).